Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a restart notification with an alert 38 motor stall, after which the user restarted the pump, performed a dry run with new supplies, and resumed insulin delivery; subsequent high glucose was noted despite food intake, tubing delivered drops on testing, and the infusion site appeared straight with no visible leakage. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in the pump system associated with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.